Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system displayed high out of range right ventricular (rv) pacing impedances of greater than 2000 ohms. The root cause for the clinical observation was not determined. The decision was made to surgically abandon and replace this rv lead. No additional adverse patient effects were reported.